Manufacturer narrative:
B5. B5.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Reportedly, customer changed pump supplies to address elevated blood glucose. Tandem technical support initiated system check; however, it was incomplete. Multiple follow up attempts were made to gather additional information; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Customer addressed elevated blood glucose by changing pump supplies and resuming insulin delivery. System check was performed with tandem technical support and the root cause could not be determined. Customer successfully resumed insulin delivery.